Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. (B)(4). In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical conclusion: there is temporal relationship between ccpd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis. However, there is no documentation which supports a liberty select cycler/ liberty cycler set malfunction or product deficiency caused or contributed to the event. Enterobacter is an organism commonly found in human intestines. Therefore, it likely patient¿s peritonitis was caused by breach in aseptic technique while the patient performed pd therapy, as reported by the pd nurse. Additionally, the patient¿s constipation may have also been a contributing factor due to the possibility of transmural transmission of enteric bacteria.

Event description:
A peritoneal dialysis (pd) patient contact reported via phone that the liberty select cycler experienced drain for over four hours. Patient contact went over to the patient house and found the patient in drain 0 volume drained 191ml of 2500ml. Patient contact states he has been in this drain for over four hours. Patient completed treatment and he is full. Patient checked the pl and make sure the pl is free of kinks, all clamps, connections are correct. Patient contact was advised to check the patient line (pl) pin and he does believe it has been pushed in. Patient contact was advised that it would be best to re-setup using all new supplies. Patient contact was assisted in setting up and when he entered drain 0, he only drained 4ml before receiving the patient line is blocked message. The patient contact says he is looking at the pl pin and the drain was not going past the trigger. Patient contact was advised that it would be best to contact the peritoneal dialysis registered nurse (pdrn) regarding the patient slow draining. The issue occurred during treatment. There was patient involvement, but no harm, or adverse event associated with the event.

Manufacturer narrative:
Correction/additional information: describe event or problem - updated with new information.

Event description:
It was reported a peritoneal dialysis patient was experiencing an extended drain of approximately 4 hours in drain 0 using the liberty select cycler. The patient drained a volume of 191 milliliters 9 ml) of an expected 2500 ml. The patient was subsequently advised to contact the peritoneal dialysis nurse for further medical advice. During follow up, the peritoneal dialysis nurse stated the patient went to the hospital on the same day ((B)(6) 2018) and was admitted. The patient¿s dialysis effluent was positive for the enterobacter organism and had an elevated white blood cell (wbc) count and the patient was diagnosed with peritonitis. The patient was treated with the antibiotic cefepime (unknown dose, route, frequency). The patient¿s pd catheter (not a fresenius product) resumed patency after it was flushed. The patient was discharged on (B)(6) 2018 continuing pd therapy with intra-peritoneal (ip) antibiotics (unknown drug, dose, frequency and duration). The patients nurse stated the peritonitis event was believed to be a result of touch contamination (a breach in aseptic technique during pd treatment) and/ or constipation.